Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Mechanical interaction with blood/ hemolysis: the cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.

Event description:
Clinical rationale: a 67 year old male with an acute myocardial infarction complicated by cardiogenic shock (pre support scai stage e) was placed on impella cp support via the right femoral artery on (B)(6) 2026 at 21:50. During impella support, the clinical team observed a reduction in urine output and dark red urine. Laboratory samples reportedly demonstrated hemolysis. Appropriate pump positioning was confirmed through imaging, and a left ventricular thrombus was visualized, which may have contributed to the hemolysis. At this time, it is unknown whether the thrombus pre dated or developed after impella insertion. The device remains in use, and product return is anticipated for further investigation once explanted. A product evaluation will be performed upon return to determine whether any device related factors contributed to the reported event. The impella cp was removed on (B)(6) 2026 and the patient survived. Hemolysis is consistent with the known device-related and patient-related factors documented in the instructions for use (IFU). Tr (B)(6) 2026.

Manufacturer narrative:
A4, a6 are unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Additional information the patient's thrombus visualized under echo after impella placed. Patient had hemolysis (pink urine, labs hemolyzed). Pump was removed after 6 days. The pump is not available for return.

Manufacturer narrative:
Additional information was provided therefore b5 was updated.